Event description:
A physician reported that an intermittent issue with thin flaps in the unknown eye of a patient during lasik surgery. This problem is not limited to a single surgeon it has occurred with two of the most frequent surgeons and tends to happen more often. Regarding patient interface consumables there is currently no way to retrospectively confirm whether this specific consumable is the main cause of the thin flap occurrences. Recently, the surgeons have expressed significant concerns. On one hand, the issue affects surgical efficiency and requires extra attention in postoperative care, as it may lead to complications such as haze. On the other hand, the sporadic nature of the problem and the lack of a clear solution are causing frustration, which could negatively impact their willingness to continue using our equipment.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed that the device was regularly serviced and was successfully verified prior to and after the report date. Most recent technical site visit confirmed device met specifications as per service and installation record. The root cause for the reported event could not be identified conclusively due to insufficient information. While the root cause and its origin are inconclusive, inappropriate insertion of the patient interface that is with an upward or downward force leading to bending of the patient interface could potentially lead to an outcome similar to the reported event. The manufacturer internal reference number is: (B)(4).